Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experience high blood glucose of 523mg/dl. The customer was assisted with trouble shooting. The hp test resulted showed pump passed. The customer treated high blood glucose with manual injection. The customer will get a replacement for infusion set.